Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer during instrument startup or shutdown. The customer stated that the volume of the leak was a few milliliters and was not contained within the instrument. The customer indicated that the instrument generated sweep flow tank errors during the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a pinched tubing, through pinch valve vl11c on the rear of the instrument, which caused diluent to leak. The fse replaced the tubing to resolve the leak and the sweep flow tank errors. The fse verified the repair as per established procedures and results met published specifications. (B)(4).